Event description:
On (B)(6) 2011, an allen rep in (B)(6) was contacted by distributor (B)(6) requesting a repair of a c-flex following unwanted movement during a spinal surgery. There were no injuries to report and no impact to the case or outcome, the distributor reported. The distributor is shipping the c-flex to allen for evaluation and repair.

Manufacturer narrative:
There were no injuries to report and no impacts to the case. The distributor reported to the allen rep. The c-flex has not yet been returned for evaluation. When the investigation by our engineer is completed a follow-up file will be completed and submitted.